Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. Hybrid analysis found a copper trace anomaly between exposed traces in the substrate of the stacked chip scale package. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest/heart pounding symptoms. It was noted that the implantable pulse generator (ipg) experienced a power on reset (por) which caused the battery voltage to deplete and reach end of service (eos). The ipg was removed and replaced. No further patient complications have been reported as a result of this event.